Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests four times a day and manages her diabetes with 15 units of levimir (twice a day) and novolog (sliding scale with each meal and before bed). The patient alleged that the issue began on (B)(6) 2013 (either 12:30am or 3:30am). The patient confirmed and clarified that prior to the alleged issue her husband found her (in bed) unresponsive and clammy. The patient does not recall what her blood glucose reading was (with the subject meter) before going to bed; however, stated the result was ¿high¿ and she had administered the correct amount of insulin based on the reading. According to the patient, after her husband found her, he tested her blood glucose with the subject meter (¿247mg/dl¿) and then contacted the emergency medical service (ems); he did not attempt to administer treatment. Within 30 minutes from the obtaining ¿247mg/dl¿, the patient reportedly obtained a result of ¿43mg/dl¿ with the ems¿s meter. Since she was reportedly going in and out of consciousness, she is not clear (other than receiving IV fluids), what additional treatment was administered by the health care professional (hcp). The patient, however, does recall her blood glucose later being ¿high¿ with the ems¿s meter and was told (by the hcp) that it was because of what they had treated her with. The patient indicated she regained full consciousness an unknown time later, she did not receive any additional medical intervention, and the ems departed when she was stable. The following evening (july 2), the patient indicated a similar event occurred again. Her husband found her clammy and unresponsive in the evening (while in bed), he tested her blood glucose with the subject meter (result to known) and he contacted the ems. The patient claimed her blood glucose reading prior to going to bed was again ¿high¿ (result unknown) and she had administered the correct amount of novolog insulin based on her result. The patient indicated she obtained a reading in the ¿30¿s¿ with the ems meter and she was treated for low blood glucose (type unknown). At an unknown time later, as the patient¿s symptoms began to improve, the hcp reportedly tested the patient simultaneously on both the subject meter and ems¿s meter, and the subject meter reportedly read significantly higher (readings not known). The patient indicated the hcp confiscated the subject meter so she would not test with it again. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.